Event description:
It was reported the patient lost therapy approximately 12-months ago, but was not able to have a surgery due to unrelated health issues including a low hemoglobin (hb). The patient also had less than 50% therapy relief that was specified to be located along the catheter track. Medical intervention, specified as oral baclofen for the patient's spasm occurred. A dye study was performed and revealed a fracture/break in the distal segment of the catheter. A catheter revision occurred on (B)(6) 2015 and a partial explant occurred. The catheter was removed via the pump pocket, but the distal segment of the catheter remained in the patient as the surgeon was unable to find it at the spinal incision level. The catheter was replaced with a new catheter. The patient was listed as "alive - no injury" but the outcome of the event was not reported. The pump was used to deliver baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Analysis of the catheter (lot# 0204307805) found the catheter body was broken. The most distal end of the catheter segment had a jagged look to it along with an oval shape when viewed in cross section. This indicates the catheter was compressed at this area and most likely broken at this point.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported that the cause of the fracture of the catheter was not determined. The patient was receiving good therapy post-operatively.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# 0204307805, explanted: (B)(6) 2015, product type: catheter. (B)(4).